Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-18809. It was reported that the patient was unable to put their system into MRI mode. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and a paddle lead was placed to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.